Event description:
It was reported that an unknown one-link product has been clotting the non-baxter peripherally inserted central catheters (piccs). There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The sample was not received for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported problem could not be confirmed and a root cause could not be identified.